Event description:
It was reported that boston scientific technical services (ts) was contacted for a review of an episode where the patient was in atrial fibrillation (af) with rapid ventricular response (rvr) and occasional ventricular ectopy. The ventricular rate sped up to where the patient was in-and-out of ventricular tachycardia (vt), and on the second burst of anti-tachycardia pacing (atp), ts noted that it appeared that atp may have possibly accelerated the patient into the ventricular fibrillation (vf) zone. As the device charged, the rate slowed down slightly to where it appeared to be af with rvr once again instead of vt or vf. Ts discussed programming options. The device and lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted for a review of an episode where the patient was in atrial fibrillation (af) with rapid ventricular response (rvr) and occasional ventricular ectopy. The ventricular rate sped up to where the patient was in-and-out of ventricular tachycardia (vt), and on the second burst of anti-tachycardia pacing (atp), ts noted that it appeared that atp may have possibly accelerated the patient into the ventricular fibrillation (vf) zone. As the device charged, the rate slowed down slightly to where it appeared to be af with rvr once again instead of vt or vf. The patient received inappropriately delivered atp and shock due to the af with rvr. Ts discussed programming options. The device and lead remain in service. No additional adverse patient effects were reported.